Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). The last manual capacitor reform was 26.6 seconds. The device was used as an off label biventricular device. The device was explanted and replaced.